Manufacturer narrative:
Altrix is a rate controlled temperature therapy device, and the alarm for 1 degree outside of the target times out audibly for 30 minutes. Based on no follow up call, the patient condition likely trended as intended with the altrix therapy. The manufacturing date h4 and h6 codes have been corrected.

Event description:
It was reported that the device in use had a greater than 1 degree temperature deviation. The patient was switched from gaymar temperature management to altrix within an hour of the call to the nurse line. The target temperature is 36 and the patient temperature is 37.1. It was reported that the water temperature is fluctuating between 9.6-19. It was reported that the water reservoir is filled to the max line and the mats are cool to touch. No adverse consequence or clinically relevant delay in treatment was reported for the patient.

Event description:
It was reported that the device in use had a greater than 1 degree temperature deviation. The patient was switched from gaymar temperature management to altrix within an hour of the call to the nurse line. The target temperature is 36 and the patient temperature is 37.1. It was reported that the water temperature is fluctuating between 9.6-19. It was reported that the water reservoir is filled to the max line and the mats are cool to touch. No adverse consequence or clinically relevant delay in treatment was reported for the patient.